Manufacturer narrative:
.

Event description:
The pt's hearing loss was caused by a bout of meningitis in 1995. The pt had autoimmunohemolytic anemia and idiopathic lymphoproliferative disorder. He underwent a splenectomy in 1995. The pt had the pneumovax23 vaccine in 2002. In 2007, the pt reported that he didn't feel well, complaining of chills, headache, neck and back pain. His parents took him to the emergency room. He became progressively worse with a fever, hypotension, and altered mental status. The initial diagnosis was septic shock. He was intubated and on a ventilator. He was later diagnosed as having pneumococcal septic shock and meningitis. After two weeks in the hospital, he was released with an additional ten days of antibiotics. Per the audiologist the next month, the pt is fully recovered and successfully using his cochlear implant.